Event description:
After opening the package, the user noticed the device was broken (split) prior to patient use. The device was not used on the patient. A new device was obtained for use.

Manufacturer narrative:
(B)(4) the customer returned one, opened hemodialysis kit for analysis. No definite signs-of-use were observed. Visual analysis revealed that the dilator had been inserted through the proximal end of the sheath body. The component is originally assembled with the dilator passing through the distal end of the sheath. Visual analysis also revealed that one side of the peel-away sheath score line was separated from the distal tip to approximately the middle of the extrusion. The appearance of the separation appeared smooth and uniform. The length of the dilator/sheath assembly measured 8.50" which is within the specification limits of 8.49"-8.51" per the sheath product drawing. The sheath was peeled apart to functionally test. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tabs were fully secured to the sheath body. The purchasing facility was contacted as part of this complaint investigation. They indicated that this is likely a supplier issue. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The IFU also states, "carefully place 12 fr. Tissue dilator onto guidewire and advance to appropriate depth. A twisting motion may assist in advancing through tissue". The customer report of damage to the peel-away sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal end of one of the score lines had split prematurely. Despite this, the sheath/dilator assembly met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the sample received, and the comments from the purchasing facility, the root cause of this issue is likely supplier related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section h.6. - investigation conclusions code corrected to 4315.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened hemodialysis kit for analysis. No definite signs-of-use were observed. Visual analysis revealed that the dilator had been inserted through the proximal end of the sheath body. The component is originally assembled with the dilator passing through the distal end of the sheath. Visual analysis also revealed that one side of the peel-away sheath score line was separated from the distal tip to approximately the middle of the extrusion. The appearance of the separation appeared smooth and uniform. The length of the dilator/sheath assembly measured 8.50" which is within the specification limits of 8.49"-8.51" per the sheath product drawing. The sheath was peeled apart to functionally test. The sheath was able to tear along the score line with little to no difficulty. A manual tug test confirmed the returned sheath tabs were fully secured to the sheath body. The purchasing facility was contacted as part of this complaint investigation. They indicated that this is likely a supplier issue. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The IFU provided with the kit informs the user, "do not use if package is damaged". The IFU also states, "carefully place 12 fr. Tissue dilator onto guidewire and advance to appropriate depth. A twisting motion may assist in advancing through tissue". The customer report of damage to the peel-away sheath was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the distal end of one of the score lines had split prematurely. Despite this, the sheath/dilator assembly met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report, the sample received, and the comments from the purchasing facility, the root cause of this issue is likely supplier related. A non-conformance request was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
After opening the package, the user noticed the device was broken (split) prior to patient use. The device was not used on the patient. A new device was obtained for use.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
After opening the package, the user noticed the device was broken (split) prior to patient use. The device was not used on the patient. A new device was obtained for use.